Manufacturer narrative:
Additional narrative: it was reported that the patient had exair anterior mesh implant on (B)(6) 2012 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urodynamic stress incontinence. It was reported that patient underwent excision of vaginal scar, mesh and multiple vaginal polyps, labial revision, cystourethroscopy and exam under anesthesia on (B)(6) 2015 due to pelvic pain, painful vaginal scar, multiple vaginal polyps and labial redundancy. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/08/2016.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: it was reported that patient underwent cystoscopy, vaginoscopy, pelvic examination, irrigation of exposed tape with multiple antibiotic irrigation fluid, excision of exposed mesh, re-irrigation with more antibiotic irrigation fluid, and closure of incision with suture on (B)(6) 2013 due to sui, anterior pelvic prolapse, cystocele, and vaginal bleeding. (B)(4).